Event description:
New information reported that, on 10/06/15 a merlin.net transmission revealed that the atrial lead exhibited noise which lead to inappropriate mode switch episodes.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise. The noise could not be reproduced with isometrics but it was observed and captured on freeze capture. The physician elected to continue to monitor the patient.

Event description:
New information reported stated that on (B)(6) 2015 the patient presented to the clinic for a routine follow up. The right atrial lead continued to exhibit noise.

Manufacturer narrative:
(B)(4).